Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to reproduce the reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during use on a patient the display on a 980 ventilator went blank and became unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.